Manufacturer narrative:
Per the cartridge instructions for use, replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (280s mg/dl) and a bolus was delivered to address the bg level. A possible pump setting adjustment was reported as the suspected cause of the high bg. Reportedly, the customer used humalog insulin in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use in the cartridge. The customer acknowledged the information.